Event description:
It was reported that during a gastric procedure, the linear cutter was reloaded, after firing one piece from the magazine in the stomach. It was tested and the surgeon saw that one piece was lost. They found the piece in the stapler. There were no consequences for the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge lockout tab the analysis results found that the (B)(4) device was received in good visual condition and with a reload present. The reload was received with the pan dislodged and partially fired, with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.